Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), cyst ("cysts") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, fatigue, cyst and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, cyst, device dislocation, fatigue, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Event injury nos replaced with migration, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, cysts and bloating added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), cyst ("cysts"), abdominal distension ("bloating") and contusion ("I had bruise on my lower belly"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, fatigue, cyst, abdominal distension and contusion had resolved. The reporter considered abdominal distension, abdominal pain, contusion, cyst, device dislocation, fatigue, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: new event added-bruise. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 863581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 4, gravida and loop electrosurgical excision procedure. Concurrent conditions included chronic cervicitis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), cyst ("cysts"), abdominal distension ("bloating") and contusion ("I had bruise on my lower belly"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hydro thermal endometrial abation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, fatigue, cyst, abdominal distension and contusion had resolved. The reporter considered abdominal distension, abdominal pain, contusion, cyst, device dislocation, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: number of trailing coils: left & right- 03 coils each. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Lot number: 863581 manufacturing date: 2011-05 expiration date: 2014-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 863581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 4, vaginal delivery and loop electrosurgical excision procedure. Concurrent conditions included chronic cervicitis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), cyst ("cysts"), abdominal distension ("bloating") and contusion ("I had bruise on my lower belly"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hydro thermal endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, fatigue, cyst, abdominal distension and contusion had resolved. The reporter considered abdominal distension, abdominal pain, contusion, cyst, device dislocation, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: number of trailing coils: left & right- 03 coils each. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received. Lot number, reporters information and medical history were added. Event menorrhagia was updated from non serious to serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), cyst ("cysts"), abdominal distension ("bloating") and contusion ("I had bruise on my lower belly"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, fatigue, cyst, abdominal distension and contusion had resolved. The reporter considered abdominal distension, abdominal pain, contusion, cyst, device dislocation, fatigue, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.